Event description:
According to reporter, the respiratory nurse noticed what she thought was a cuff leak in the endotracheal tube, although the pilot balloon felt full. She attempted to deflate the tube but only got three cc's of air out. She then tried to inflate the cuff, but could only get 1cc of air back into the cuff. She then extubated the petient, and the cuff was half full.

Manufacturer narrative:
6/3/1998: investigation results. The device in question was returned. The inflation system was tested several times and found fully functional, and even the wrapping the tail around the tube does not impede proper inflation. The only way in which inflation/deflation is restricted is if the tail is folded over on itself and kept taut against the tube body, but this is not a typical position in clinical use. Also, releasing the tail from this unusual position does allow proper function of the tail again; there is no permanent damage done to the tail. Production records for this device could not be reviewed because no lot number was identified. Based on all the info available and the investigation results, the complaint of restricted cuff inflation could not be confirmed; the device, when used is a typical clinical position, is fully functional. It is believed that the difficulties reported is specific to the technique of the user. No further info is anticipated for this report.